Event description:
It was reported that the patient used multiple back-to-back meal announcements on the ilet to address a high blood glucose, which led to suspected algorithm maladaptation; the patient cited an example with a glucose of 265 mg/dl followed by successive meal announcements, after which glucose returned to 145 mg/dl approximately three hours later. No reported adverse clinical effects. Outcomes included successful reestablishment of therapy control after education and a factory reset, with no hospitalization. Customer care provided support that included technical troubleshooting, user education on appropriate use of meal announcements, verification of connected cgm (dexcom g7) and infusion set (inset 23-inch, 6 mm), and execution of a factory reset. Investigation of this case revealed use error related to employing meal announcements as a correction method, which is consistent with algorithm maladaptation risk; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error leading to algorithm maladaptation, resolved with education and a factory reset.

Manufacturer narrative:
Initial.